Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). It was reported that while the patient was looking for information online they saw several reviews from patients who stated that they got infections from the interstim device.